Event description:
A physician reported that a female experienced a fungal abcess while using renu multiplus multi-purpose solution. The patient was initially seen by another practitioner on the date of event who prescribed vigamox and acular. Four days later, garamycin was added to the treatment. In 2/2006 the patient was then referred to the reporting physician and started on oral itraconazole and natacyn with no response. Fungizone was subsequently added to the treatment.following diagnosis of microbial keratitis, the patient was treated with voriconazole drops and oral voriconazole. In 2/2006, worsening continued and the patient was hospitalized in 2006 for intravenous vorinconazole intrastromal amphotericin. As of 2006, the patient was still undergoing treatment and may require a corneal graft in the future.